Event description:
The end user stated that the front caster wheels on a p429/2 rollator are sticking which caused the user to be thrown against a wall. The walker was off its wheels and turned sideways.